Event description:
It was reported that, during a septoplasty inferior turbinate reduction procedure, an aris turbinate reduction wand was not getting a water flow. It was also found that the tubing was ¿turned over on itself¿ and may have kinked off the water. At the end of the case, there was a burn in the patient's skin below the nose. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).